Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been having low blood glucose since last (B)(6). His blood glucose was running high for three straight days before bottoming out at 38 mg/dl. The customer treated with food and glucose tablets. The drive support cap appeared normal. Troubleshooting for the low blood glucose was declined. He mentioned that he has gastroparesis and he had lost 70 pounds recently. No products were returned or replaced.